Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was noted the patient delayed his pump refill which was why the pump was going to alarm. The patient had refused to come in earlier. The missed refill and low reservoir alarm had been resolved. The pump was refilled and they resumed baclofen at 400 mcg on (B)(6) 2019 when the patient came in. It was further noted that the pump was increased from 300 to 479. It was noted that they would increase again if the patient shows up. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was currently receiving baclofen with concentration 1000 mcg/ml at a dose rate of 300.1 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2018 for urinary tract infection (uti). At that time the ER programmed the pump down from 479.8 mcg/day to 300.01 mcg/day and they gave the patient oral baclofen. Because the patient went to the ER the patient missed his pump refill. The pump alarmed last week for low reservoir alarm. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). On (B)(6) 2018 the hcp was able to pull drug back and the patient did not have any withdrawal symptoms. The hcp wanted to program the patient back to 479.8 mcg/day and wanted to know if that was safe. It was reviewed that it was a physician decision and they needed to follow-up with the managing physician. No further patient complications have been reported as a result of this event.